Manufacturer narrative:
On 04 july 2016 the medical affairs performed a clinical evaluation and commented as follows: primary tka was performed using a 20mm insert. We have no information available such as diagnosis or xrays. Normally, when such a thick insert is chosen, the joint is seriously compromised and maybe the choice of a uc insert was an attempt by the surgeon to avoid a constrained knee, functionally less performing but of course more stable. It is rather possible that a case requiring a 20mm insert may soon end up requiring a constrained prosthesis. There is therefore no reason to suspect that the cause of instability derives from a faulty implant. Batch reviews performed on 05 july 2016. Lot 153805: (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 4 rgiht, 02.07.1204r, lot. 153496 (k090988) (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 4 / 20 mm, code 02.07.0420fuc, lot. 133337 (k090988) (B)(4) items manufactured and released on 10 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05 july 2016 it was prepared a final report with the information included into this report. On 06 july 2016 it was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to instability. The surgeon revised the gmk tibial tray, gmk femur and the 20mm uc insert. The surgeon revised with a hinge knee. The surgery was completed successfully. X-rays and explants are not available.